Event description:
Information received by medtronic indicated that the customer insulin pump had under delivery and the customer experienced high blood glucose. The customer current blood glucose value was 282 mg/dl. The customer was treated with insulin pump. No further patient complications were reported. The customer had been using an insulin pump system within 48 hours of the reported event. The auto mode feature was active at the time of the incident. Troubleshooting was performed and the insulin pump will not be returned for analysis.